Event description:
The account alleged the head of the bed would raise on its own after being lowered. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.